Manufacturer narrative:
The initial reporter was the device user. Getinge became aware of an issue with one of surgical lights - volista standop 600. As it was stated, the room temperature is not stable enough causing the water to condensate inside the light head. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. Based on an information gathered, device was repaired and returned to use. It was established that when the event occurred, the surgical light did not meet its specification, since presence of water affects surgical light¿s functionality and safeness, and in this way, device contributed to event. The provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of complained devices to the install base of the volista range, we can conclude the failure ratio is very low. A root cause analysis was performed by subject matter expert at manufacturing site. As they stated, according to the information provided the presence of water in the power supply of the surgical light is the result of a water leakage from the ceiling of the facility. It is a phenomenon external to the device. This problem is not related to the device since the volista surgical light itself is not supplied with water and is not a source of a leak. We believe the related devices are performing correctly in the market, as the issue occurred due to the customer¿s facility issue.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - volista standop 600. As it was stated, the room temperature is not stable enough causing the water to condensate inside the light head. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock.